Event description:
It was reported the patient had an initial left total knee arthroplasty on unknown date with unknown product. 1st revision on unknown date with first known zb components placed. 2nd revision was performed due to pain and instability. A 3rd revision was performed four months after the previous surgery due to loosening. The fourth revision(this event) was performed one year one month past surgery due to pain and tibial loosening. During the revision it was noted that there was very little bone distal femur and bone quality was poor. All components were revised without complications.

Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unk nexgen tibia size 3 rotating hinge lot#: unk. Unk 13x75 fluted stem lot#: unk. Unk 5mm augment (1) lot#: unk. Unk 5mm augment (2) lot#: unk. Unk hinged knee size c femur lot#: unk. Unk 15mm distal augment lot#: unk. Unk 11x130 fluted stem lot#: unk. Unk femoral cone size small lot#: unk. H6: suggested code (annex g)- mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: pain and loosening. Hinge implant loose identified by radiograph and bone scan. Tissue negative for acute inflammation. Femoral component explanted due to very little distal bone and poor bone quality, a short distal femur was therefore implanted. Tibial component explanted with size 2 tibia implanted. The medial 3rd of the tibial tubercle was used as a rotational guide with a distal cement restrictor placed. The implanted tibial components were stable with good patella tracking. No intraoperative complications noted. The event is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.